Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. A leak test was performed on the device, and a tear was observed on the unexposed portion of the soft cannula. This would reduce the amount of insulin reaching the patient. This damage to the soft cannula can be confirmed as the cause of the device's failure to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 44 mmol/l (792 mg/dl). Symptoms reported include high blood glucose levels, headaches and chest pain. The patient was diagnosed with hyperglycemia, pneumonia, and a heart murmur. The patient was treated with insulin via intravenous therapy and fluids for dehydration. The following were prescribed for treatment after her discharge: amoxicillin 875 mg (twice a day, for 5 days), insulin tresiba pens (8 mg injections to be administered before bedtime) and novorapid insulin. The pod was removed at the hospital.